Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump emitted a replace battery alarm immediately after changing to a new battery. During troubleshooting, the reporter changed to a new battery again and the replace battery alarm recurred. The reporter was allegedly unable to navigate past the verify screen due to the alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.